Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 9, 2021.

Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the surgeon, the patient experienced an infection (not device related. The device was explanted on (B)(6) 2021. There are plans to re-implant the patient in 4-5 months' time.